Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Maude report mw5061849 states: reusable loaner instrumentation broke during total knee replacement surgery. During total knee replacement surgery, surgeon was utilizing the depuy attune femoral impaction handle and the red coated tip thumb piece and spring broke off. All pieces recovered from wound and sequestered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states reusable loaner instrumentation broke during total knee replacement surgery. During total knee replacement surgery, surgeon was utilizing the depuy attune femoral impaction handle and the red coated tip thumb piece and spring broke off. All pieces recovered from wound and sequestered. The investigation could not confirm the complaint as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.